Event description:
The rptr did meter to lab comparison tests, 2 hrs apart. Rptr's meter reading was 218 mg/dl, and the lab test result was 132 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On follow-up, the rptr has no problem with strip insertion. No harm was alleged.